Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) observed no helium tank on cs300 and missing helium seal. Installed new helium tank supplied by customer along with non-inventoried helium seal. Performed helium leak test and passed to specifications. Could not duplicate any helium tank issue. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) unit had a helium tank does not register that it is connected to the device. There was no patient involvement reported.